Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a ophthalmic liquid device was used in a patient's right eye during a 23g vitrectomy with pfcl-air-gas exchange procedure. Subsequently, the patient presented with macular atrophy by optic coherence tomography with a severe decrease in central sensitivity and visual acuity. Additional information has been requested. Additional information received confirmed that the patient's current visual acuity is to count fingers with observed macula thickness of 100um.

Manufacturer narrative:
Additional information is provided. An intravitreal ocular safety evaluation of the manufacturer's perfluoro-n-octane in rabbits was performed to evaluate the ocular irritation and inflammatory potential of different lots of purified perfluoro-n-octane liquid following a single intravitreal injection in (B)(6) white rabbits. In conclusion, there was no test article-related ocular irritation or inflammation observed following a single injection of four (4) different lots of perfluoro-n-octane liquid from lots 257576f, 266984f, 266985f and 266986f in (B)(6) white rabbits when observed for 48 hours. Additionally, an in vitro toxicity study of the manufacturer's product on cultures of human retinal pigment epithelial cells and porcine neuroretina was performed by (B)(6). In conclusion, the product ¿pfo medical device¿ lot numbers 257576f, 266984f, 266985f and 266986f (a, b, c and d)* were provided by the manufacturer and tested with human rpe cell culture: ¿ lot numbers 257576f, 266984f, 266985f and 266986f are non cytotoxic. It is concluded based on the differences in terms of viability compared to the controls used in the experiments performed following the une-en iso (B)(4) ¿tests for in vitro cytotoxicity¿. The product ¿pfo medical device¿ lot numbers 257576f, 266984f, 266985f and 266986f (a, b, c and d)* were provided by the manufacturer and tested with porcine neuroretina culture: ¿ lots 257576f, 266984f, 266985f and 266986f are non cytotoxic. It is concluded based on the differences in terms of the cell/tissue degeneration compared to the controls used in the experiments performed following the une-en iso (B)(4) ¿tests for in vitro cytotoxicity¿. Retinal toxicity from other possible causes outside of perfluoro-n-octane during intraocular surgery have been identified in clinical literature and may manifest clinically in several ways, depending on the insulting agent. Generally, inadvertent (iatrogenic) injection of any substance or medication that is not compatible for intravitreal use will present with retinal toxicity. One good example is reported cases of intravitreal injection of aminoglycosides (antibiotics) in the intraocular cavity which typically present similarly to the reported case in this instance: severe vascular occlusion and optic neuropathy. Other scenarios that could be considered in the differential diagnosis are factors that may present with the same clinical picture as retinal toxicity. ¿ retinal vascular occlusion from anesthetic complications ¿ increased risk with utilization of retrobulbar anesthesia in instances where the optic nerve sheath is inadvertently injected with anesthetic. ¿ inadvertent increase in iop during surgery causing retinal vascular occlusion. Incidence with the use of inappropriate use of surgical equipment parameters and surgical tamponades has been well reported in clinical literature. ¿ phototoxicity from the microscope or endoilluminator which present as white retinal lesions post-operatively. The wavelength of light used, the power of the light source and the duration of use determine the amount of ocular damage in phototoxicity ¿ patient inherent factors, such as pre-existing pathology, medications, etc. That may increase their susceptibility to toxicity from different etiologies. Available patient information and review of relevant clinical literature support the clinical presentation consistent with known causes of vascular occlusion associated with vitrectomy. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, and finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable manufacturing batch record (mbr) reviews, finished product test results and the lack of an adverse complaint trend for these lots, these lots continue to be acceptable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on a completed questionnaire whereby the ophthalmologist reported that the patient underwent surgery of retinal detachment in the right eye by pars plana vitrectomy 23g scleral buckling, using perfluorocarbon liquid (pfcl) as an intraoperative stabilizer. When pfcl-air was exchanged, paleness of the retina of the posterior pole was noted, especially in the upper half. Ophthalmic c3f8 gas was used as an internal stopper. On (B)(6) 2017, a periocular inflammatory of preseptal cellulitis was detected and treated with antibiotics and intravenous corticosteroids with good evolution. On (B)(6) 2017, with the gas bubble above the middle line, va of 0.05 was noted. On (B)(6) 2017 after complete reabsorption of the ophthalmic c3f8 gas, a va of 0.05 was noted. At this moment, macular oct is performed which showed diffuse macular atrophy / thinning. The optic nerve and the layer of nerve fibers of the peripapillary retina are normal. Autofluorescence (af) shows a certain hypo-af when compared to the other eye, as well as moderate hyper-hypo-af in papillomacular bundle. On (B)(6) 2017, fluorescein angiography (fag) was performed, no significant alterations were observed, except mild hyper-f transmitted in papillary-macular bundle. The right eye visual field shows a deep defect of diffuse central sensitivity.

Manufacturer narrative:
No sample or confirmed lot code was returned by this customer however, two possible lot codes 257577f and 257579f were provided. No other complaint has been reported for either one of these two possible lot codes. Review of the compounding and filling manufacturing batch records (mbrs) showed no anomalies that may have contributed to the complaint condition. No nonconformances were noted in the mbrs. All finished product testing results met specifications. The product is manufactured according to requirements of the perfluoro-n-octane device master record. The product is sterilized via filtration through sterilized silastic tubing filled into the dry heat sterilized vials using a peristaltic pump. After setting up the pump to the fill volume target, the first 42 units are discarded. There are no other solutions or opportunity for other fluid to be introduced into the product vials. The product insert provides indications, instructions and storage condition requirements information. Customer product storage and use could not be confirmed. The product labeling provides indications for use, contraindications, warnings, precautions and directions for use to ensure proper use of the product. Instructions also state, ¿all components for single use only¿. Root cause could not be determined. Potential root causes include: product nonconformance however, this is unlikely based on the compounding and filling procedures that were performed as well as the finished product testing results. Nonconformance with the kit syringe, filter, or cannula however, the results of the incoming inspection met specifications for each of these components. Events outside of the manufacturing process however, this cannot be confirmed. A comprehensive review was performed including a review of the processes, complaint histories, batch record review and finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable mbr reviews, finished product test results and the lack of an adverse complaint trend for the two possible lots, these lots continue to be acceptable. (B)(4).